Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date: date of acceptance journal title: intramyocardial dissecting hematoma of the right ventricle secondary to acute myocardial infarction. Case report héctor hugo escutia-cuevas, josé gustavo rodríguez-serrano, yadiralia torres-medina, ernesto fernández-ceseña, sandra graciela rosales-uvera, armando castro-gutiérrez, lecsy macedo-calvillo, carlos haroldo ixcamparij-rosales, césar jesús muñoz hernández revista mexicana de cardiología vol. 28 no. 1 january-march 2017 www.medigraphic.com/revmexcardiol rev mex cardiol 2017; 28 (1): 40-46. If information is provided in the future, a supplemental report will be issued.

Event description:
Pci was performed was performed in the proximal rca with acute total occlusion. After pre-dilation, angiographic stenosis of 85% was found in the middle segment. A 2.5x26mm resolute onyx device was deployed in the middle segment and joined in the proximal segment with a 3.0x30mm resolute onyx device. Ivus showed adequate expansion of the stents without complications. Seventy-two hours later hemodynamic stability and stratification was performed with perfusory scintigraphy and it revealed a nontransmural inferior and inferoseptal myocardial infarction of the left ventricle. Another pci was performed to treat the remaining stenosis. A 3.0x38mm resolute onyx was deployed in the middle segment of the anterior descending artery and joined in the proximal segment with a 3.5x38mm resolute onyx device. Ivus showed adequate expansion of the stents without complications. The patient later developed intramyocardial dissecting hematoma of the right ventricle.